Event description:
It was reported that the event involved a female pt. The catheter tip unraveled and was almost retained inside of the pt. Additional information received from the distributor on 7/26/2010 stated that they sent a letter to the hospital requesting more information, however, there has not been any returned information at this time.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.